Event description:
It was reported that a loss of telemetry monitoring occurred when the ats (apex pro telemetry system) shut down due to a presumed cpu (central processing unit) fan failure. Pt monitoring was lost for approx 2 hours, 30 minutes for 16 pts. No injury or delay in treatment was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted once investigation results are available.